Manufacturer narrative:
Block b3: exact date unknown, event occurred five years prior to the date the manufacturer became aware of the event. D6: explant date: 5 years ago.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient's ipg was explanted and will not be returned. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient's ipg was explanted and will not be returned. No further information has been obtained despite good faith efforts.